Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported patient and device codes were updated.

Event description:
Additional information was received from a manufacturer representative regarding the pump that had been replaced. The patient had reported that the pump felt hot, and the patient heard alarms even though nothing showed in the logs. The physician had elected to replace the pump as there was a concern it may be malfunctioning.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed overinfusion of an undetermined root cause. As received the pump reservoir was empty and running in the simple continuous infusion mode. The pump memory logs were gathered and no anomalies found. Dispense accuracy testing showed an over infusion. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Upon return, interrogation revealed the pump was programmed to administered the following medications as of (B)(6) 2015: dilaudid with concentration 20.0 mg/ml at a dose rate of 2.568 mg/day, clonidine with concentration 10.0 mcg/ml at a dose rate of 1.284 mcg/day, and baclofen with concentration 80.0 mcg/ml at a dose rate of 10.271 mcg/day.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient's pump was replaced. The explanted pump was returned to the manufacturer for analysis. There was no indication that a device malfunction occurred. No patient symptoms were reported. Additional information has been requested regarding reason for the pump having been replaced, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Long term testing complete. The long term test is an engineering test and does not affect current analysis or analysis coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies; therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete. Current analysis coding will remain unchanged.